Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the customer was advised that if the unit passes the patient circuit calibration within specification and the ventilator performance check within specifications, the unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
The customer reported to vyaire medical that the 3100a ventilator inspiratory time being low during pre-testing calibration. Furthermore, there was no patient associated with the reported event.